Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon inspection before primary left knee surgery, when sales rep opened implant, the shrink wrap and box looked fine, however when circulator looked at it, he realized that there was a crack in the corner of the implant's inner packaging.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive/inappropriate handling whereby the packaging appears to have been impacted to the extent that the outer blister cracked under compressive force. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
It was reported that upon inspection before primary left knee surgery, when sales rep opened implant, the shrink wrap and box looked fine, however when circulator looked at it, he realized that there was a crack in the corner of the implant's inner packaging.